Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an access basic solution set. This event was discovered during parenteral nutrition infusion to the patient and while using an unspecified infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual device and three companion samples were received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed on all of the samples with no issues noted. The test results were satisfactory. The reported condition was not verified. Additionally, a visual inspection was performed on ten (10) retention samples, with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.